Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unspecified date and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and american medical systems miniarc sling was implanted. The patient underwent another procedure on (B)(6) 2011 and mesh was implanted. It was further reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and vaginal scarring. It was reported that patient underwent mesh revision (B)(6) 2012 to ¿repair damage from surgery on (B)(6) 2011.¿ (B)(4).

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.